Event description:
An or tech reported that while a surgeon was using on arthrocare arthrowand during a shoulder arthroscopy case, a small fleck of metal came off the end of the wand and was found in the pt's joint. The small fleck of metal was retrieved by the surgeon. The tech saved the fleck and wand used in the case. The product rep was notified in 2/02. No known pt injury.